Event description:
It was reported that, "revised due to stem loosening."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient is keeping device. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.